Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. Note: this device was manufactured by symphonix inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced device. Please refer to the letter from med-el dated (B)(4), 2005 regarding the reporting of potential reportable events occurring with symphonix manufactured devices.

Event description:
It was reported that the patient was implanted on (B)(6) 1999. At that time her hearing loss was borderline for the vibrant soundbridge indication criteria. Her hearing sensation was low and her speech intelligibility was not very good. After some time her hearing sensation had decreased on both ears. Based on her last audiogram (severe sensorineural hearing loss and low intelligibility) the surgeon decided to explant the vibrant soundbridge and re-implant her with a cochlear implant. The patient was re-implanted with a cochlear implant on (B)(6), 2010.